Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
No symptoms reported during procedure. Patient examined 8 days post-procedure, due to symptoms on right side: strong numbness on hand, hypoesthesia on inner forearm, and decreased grip strength on the index finger and thumb. Index finger cannot be bent. No treatment or prescriptions advised. At 2 week follow up, symptoms on right side: numbness on the palm and three fingers (ring, middle, and index fingers). Patient woke up during sleep because of pain on the three fingers above. There is a contracture with pain on the right axilla. Physician administered solu-cortef 100mg plus normal saline 100ml for pain caused by contracture on the right axilla. Axillary massage advised. Tranilast prescribed (no details). Around 1.5 months post-procedure: no changes with difficulty in flexion of the index finger and numbness on the three fingers. Duration of pain and numbness on the ring, middle and index fingers. There was no information regarding contracture. Patient reported symptoms are improving compared to the last visit. Physician diagnosed neuropathy and prescribed methycobal 1 tablet/2 times daily for 20 days. Physician administered solu-cortef 100 mg plus normal saline 100 ml for the pain caused by contracture of the right axilla. Around 2.5 months post-procedure, pain on the ring, middle and index fingers had almost disappeared. No changes with difficulty in flexion of the index finger. Feels hypothesia on the outside of little finger and numbness on the inner forearm is improving. There is a sense of discomfort on inner thumb and decreased grip strength on the index finger and thumb. Prescribed methycobal 1 tablet/2 times daily for 1 month. Due to persistent difficulty in flexion of the index and a slow to react thumb, the physician changed prescription to lyrica 75mg 2 tablets/2 times daily for 45 days (total 90 tablets) and recommended orthopedic consultation with rehabilitation. At 3.5 months follow up visit, patient declined orthopedic referral stating she was too busy, and did not follow through. No further interventions provided. Physician closed case.